Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had exhibited untreated episodes with undersensing of low amplitude morphology measurements. It was observed that in several electrograms that there were pacing spikes being delivered close to the vulnerable period due to ventricular undersensing of the bi-ventricular activity when premature ventricular contractions occur. X-ray imaging did not show any abnormalities of the implanted system. The patient was currently hospitalized after having received appropriate anti-tachycardia pacing and shock therapy, which is what originally led to a review of the device data. Programming options were discussed with the field and the crt-d remains in service. No adverse patient effects were reported.